Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-nov-2024. A review of the device history record (DHR) confirmed the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing for lot h24172 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24172.

Event description:
On 25-oct-2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on patient. There was no additional information at the time of this report. Return product is not available for investigation. Method date collected tested na crea sample I-stat 20-oct-2024 09:57 09:57 124 meq/l 8.2 mg/dl a I-stat 20-oct-2024 11:04 11:04 124 meq/l 8.0 mg/dl b vs2 20-oct-2024 ni 11:09 148 mmol/l 4.1 mg/dl ni . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # 964929 apoc labeling will be evaluated during the investigation as pertaining to the event.